Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the logs and confirmed that axes controller platform (acp) error was likely caused by multiple errors. The fiber optic cable was replaced, and the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed a acp error that the user recovered from.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the customer experienced multiple recoverable errors, which they successfully resolved. However, the procedure was ultimately aborted due to unspecified reasons. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.